Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Catalogue #: the product code of the device was reported to be either 2r8875 or 2c8875. Device manufacturer address 1: (B)(4). 510k #: 2r8875 has a 510k # of k180739. 2c8875 has a 510k # of k112893. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked under the hood during priming. There was no patient involvement. No additional information is available.